Manufacturer narrative:
Correction to block b5: the patient was listed as a deep brain stimulation dbs patient but should have been listed as a spinal cord stimulation scs patient.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new onset of pain and discomfort around the site of the implantable pulse generator (ipg). The area was tender and felt warm to the touch. Upon examination it was discovered that the ipg was tipping forward in the pocket which was likely the reason for the pain and discomfort. The patient underwent a revision procedure where the ipg was relocated. Additional information was received indicating the patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced new onset of pain and discomfort around the site of the implantable pulse generator (ipg). The area was tender and felt warm to the touch. Upon examination it was discovered that the ipg was tipping forward in the pocket which was likely the reason for the pain and discomfort. The patient underwent a revision procedure where the ipg was relocated. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome.